Event description:
The sales representative reported on behalf of the customer plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing, was being used during a total hip procedure on 09may23 when it was reported ¿patient was burned. No transfer, dressing for treatment. The button on the handpiece was sticking per the surgeon and had activated.¿. Further assessment questioning found that ¿patient was burned with a faulty bovie during the total left hip replacement. The burns where five pea size burn. Four of them were located on his inner thigh region. And one burn was located on the hip region. During the procedure surgeon was continuously using the handheld plume pen bovie. The bovie pen is activated when the cut and coag button is pressed. Towards the end of the procedure, I noticed the bovie was still activated without being in use. The bovie machine light was on and making the noise it makes when the bovie is activated. I unplugged the bovie cord from the machine and notified surgeon and the team about the bovie being activated while it was not in use. Surgeon noticed five burns on the patient¿s inner thigh and hip. She checked the pen and saw the coag button was stuck causing the bovie to stay activated and causing the burns. During the procedure the bovie pen was not placed in the bovie holster. The burns were covered with bacitracin ointment, telfa, and tegaderm. Dr. Notified the patient.¿. The procedure was completed with the use of an alternate plp2020 and there was a 10-minute delay reported. The current status of the patient was reported as ¿stable, not transferred.¿. This report is being raised on the reported injury due to patient obtaining unknown degree of several burns.

Manufacturer narrative:
Received one plp2020 in unoriginal package. Lot number was not verified. Performed a visual inspection, no abnormalities or defects were confirmed. Performed a functional inspection, the complaint was not confirmed. The device functioned as intended and was not sticking. A device history review review was requested from the manufacturer, and no indication of abnormalities was communicated. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 13 complaints, regarding 13 devices, for this device family and failure mode. During this same time frame 3,359,280 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000004. Per the instructions for use, the user is advised that the electrode tip may remain hot enough to cause burns after the current has been de-activated; inadvertent activation or movement of the activated electrode outside of the field of vision may result in injury to the patient; localized burns to the patient or physician may result from electrical currents carried through conductive objects. Current may be generated in conductive objects by direct contact with the active electrode, or by the active accessory being in close proximity to the conductive object. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing, was being used during a total hip procedure on (B)(6) 2023 when it was reported ¿patient was burned. No transfer, dressing for treatment. The button on the handpiece was sticking per the surgeon and had activated.¿. Further assessment questioning found that ¿patient was burned with a faulty bovie during the total left hip replacement. The burns where five pea size burn. Four of them were located on his inner thigh region. And one burn was located on the hip region. During the procedure surgeon was continuously using the handheld plume pen bovie. The bovie pen is activated when the cut and coag button is pressed. Towards the end of the procedure, I noticed the bovie was still activated without being in use. The bovie machine light was on and making the noise it makes when the bovie is activated. I unplugged the bovie cord from the machine and notified surgeon and the team about the bovie being activated while it was not in use. Surgeon noticed five burns on the patient¿s inner thigh and hip. She checked the pen and saw the coag button was stuck causing the bovie to stay activated and causing the burns. During the procedure the bovie pen was not placed in the bovie holster. The burns were covered with bacitracin ointment, telfa, and tegaderm. Dr. Notified the patient.¿ the procedure was completed with the use of an alternate plp2020 and there was a 10-minute delay reported. The current status of the patient was reported as ¿stable, not transferred.¿. This report is being raised on the reported injury due to patient obtaining unknown degree of several burns.